Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy ev300 device. There was no harm or injury reported. A service call was placed the local philips helpdesk for this issue. The ventilator was evaluated by a philips field service engineer (fse), who observed error codes e-384 (pressure sensor mismatch) in the device¿s event log. The philips fse replaced the device¿s blower bellows, blower cap, blower chassis plate, blower mount, oxygen blending module assembly, and system printed circuit assembly (pca) board to address e-384. Additional findings not related to the malfunction/issue was replacing the outer side panel, tubing on the following parts: blower chassis, fio2, low flow o2, and system pca. After all parts were replaced on the device, the philips fse performed the preventative maintenance test on the device, which passed. The philips fse confirmed the device was operational.